Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported that the patient increased stimulation from 3.2 to 6.9 and felt a throbbing feeling in their rectum, they then decreased to 6.2. Additional information was received, patient reported a throbbing sensation. Patient also reported that their medical doctor told them to take medication to empty their bladder, and they wanted to know if this would affect the trial. No further complications were reported or anticipated.